Manufacturer narrative:
(B)(4). Ratchet pawl and anti-backup. The analysis results of the el5ml device found that it was received in good visual condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and the lockout mechanism was non-functional; in addition, the anti-backup feature did not work as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and ratchet pawl spring were found to be out of position; this condition caused the anti-backup failure, however no conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position. It is known from the history that the anti-backup failure may lead to malformed clips.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clips dropped out of the device before the surgeon fired it. One clip fell loose in the abdomen and the surgeon had to retrieve it. Case completed with another device of the same product code.